Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory found a fault for open shock lead earlier this year while still implanted. High power visual inspection of the device header noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances and loss of capture reported from the field. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead presented to the hospital after experiencing lightheadedness and falling, and review of the rhythm on telemetry found 10 seconds of loss of capture with no qrs. All of the lead measurements were within normal limits, and noise was not able to be reproduced with isometrics or pocket manipulations. The threshold measured 0.8v at 0.4msec, and was increased from the programmed value of 4v to 6v. The patient was released to be seen by a cardiologist, and the root cause was not able to be determined. No adverse patient effects were reported. Additional information indicated that the patient with ICD and other manufacturer rv lead was in the ER after having another issue with loss of capture for approximately a minute that caused the patient to be syncopial. The impedances had been stable in the 400 ohms range, however the previous day there was a jump in pacing impedances to high out of range greater than 3000 ohms. Isometrics were performed and were not able to reproduce noise or loss of capture. Subsequently, the lead and device were changed out to another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information indicated that the patient with ICD and other manufacturer rv lead was in the ER after having another issue with loss of capture for approximately a minute that caused the patient to be syncopial. The impedances had been stable in the 400 ohms range, however the previous day there was a jump in pacing impedances to high out of range greater than 3000 ohms. Isometrics were performed and were not able to reproduce noise or loss of capture. Subsequently, the lead and device were changed out to another manufacturer. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead presented to the hospital after experiencing lightheadedness and falling, and review of the rhythm on telemetry found 10 seconds of loss of capture with no qrs. All of the lead measurements were within normal limits, and noise was not able to be reproduced with isometrics or pocket manipulations. The threshold measured 0.8v at 0.4msec, and was increased from the programmed value of 4v to 6v. The patient was released to be seen by a cardiologist, and the root cause was not able to be determined. No adverse patient effects were reported.